Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure on (B)(6) 2010. According to the complaint, the balloon was inflated inside the patient and burst at an unknown pressure. The physician stated in follow up that he believes the scope punctured the balloon. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
Visual and tactile examination of the returned device revealed no damage to the shaft of the device. The balloon was fully deflated upon its return. The device was attached to a stopcock. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon found a longitudinal tear had occurred in the balloon material 5mm proximal to the tip of the device and extended 15mm proximally.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure on (B)(6) 2010. According to the complaint, the balloon was inflated inside the patient and burst at an unknown pressure. The physician stated in follow up that he believes the scope punctured the balloon. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".